Manufacturer narrative:
Additional suspect medical device components involved: product family: scs paddle leads. Upn: m365sc8216500. Model: sc-8216-50. Serial: (B)(4). Batch: 15184210. It is indicated that the devices will not be returned for evaluation, therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received from the daughter of the patient that the patient had experienced pain and discomfort throughout the duration of her scs implant. The patient underwent a procedure to explant the ipg and leads. According to the patients daughter once the ipg had been explanted they found it had been leaking into her bloodstream and the lead wires had disintegrated into her back, causing lithium poisoning and a mental episode. She stated there was an infection that turned into mrsa and spread into the bones in her back. The patient was on strong antibiotics for 6 months to clear the infection. Boston scientific made several attempts to obtain additional information to fully investigate the claims and were not able to gather any further information.

Event description:
A report was received from the daughter of the patient that the patient had experienced pain and discomfort throughout the duration of her scs implant. The patient underwent a procedure to explant the ipg and leads. According to the patients daughter once the ipg had been explanted they found it had been leaking into her bloodstream and the lead wires had disintegrated into her back, causing lithium poisoning and a mental episode. She stated there was an infection that turned into (B)(6) and spread into the bones in her back. The patient was on strong antibiotics for 6 months to clear the infection. Boston scientific made several attempts to obtain additional information to fully investigate the claims and were not able to gather any further information.